Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took 28 units of insulin for insulin drops to be observed dripping out of the infusion set tubing during the load fill tubing sequence. Customer verified drops were observed and resumed insulin deliveries. Customer¿s blood glucose level was 200 mg/dl.